Event description:
It was reported that 2 needles 22x1-1/4 eclipse experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: when dispensing the needle at the hospital pharmacy, the presence of hair (threads) was observed inside the sterile packaging of the segregated item.

Manufacturer narrative:
H6: investigation summary photos of the reported incident were received for evaluation and it was possible to confirm foreign matter- hair. Based on the incident in question, the batch history was analyzed visual inspections of the packaged product according to the control plan specifically for foreign matter was performed. Before the batch is released to the consumer, it still passes through the evaluation process of the final inspection laboratory, where more validated visual tests are performed, certifying the conformity of the product. All the lot manufacturing records presented results in conformity with the specification. Specification. Bd has an established production control process to avoid any type of contamination in the products, which consists of productive raw material analysis: bd suppliers are audited and qualified according to procedure and the criticality of the components supplied. All the lots of raw materials received at bd are inspected for their characteristics characteristics according to individual specifications and also as to the condition of their packaging. The components used in the claimed product (hub, shield and safety shield) are molded at bd in a controlled controlled production environment. Only the packaging material is of external origin. See h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 needles 22x1-1/4 eclipse experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: when dispensing the needle at the hospital pharmacy, the presence of hair (threads) was observed inside the sterile packaging of the segregated item.